Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407652 implantable pacing lead, implanted (B)(6) 2009. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) battery voltage was reading below the elective replacement indicator (eri) level but that the alert for eri had not been triggered. The device remains in use. No patient complications have been reported as a result of this event.